Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon surgery, a metal pin fell. They could not identify whether the metal pin fell from the handle or from the reload. Another handle and reload was used to complete the case. The event occurred during the procedure but the product was not used for patient.